Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip detachment occurred. The 80% stenosed lesion was located in the mildly tortuous and mildly calcified proximal left anterior descending (lad) artery. The pt2 guide wire was advanced to the lesion. The wire initially entered into a diagonal and was withdrawn. The wire was then advanced to distal lad. The wire was seen to remain inside the diagonal. The distal tip of wire broken inside the artery. An attempt to retrieve the wire was not specified. The pt's status is reported as "stable".

Manufacturer narrative:
The device has not been rec'd for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.